Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's software was reloaded to address the issue. The device was found to have a damaged oxygen connector. The oxygen connector was replaced. The ventilator had damage consistent with being dropped.